Manufacturer narrative:
Device evaluation: analysis of the returned device identified: brown particles in the shell, underweight and broken shell. A visual and microscopic analysis was performed which identified: crease sharp and smooth edge broken on posterior and radius, wear abrasion, missing shell (0-25%), stress marks and crease fold. Based on the device analysis the final assessment is: a crease smooth and sharp edge broken on posterior and radius assessed as fold flaw opening. Missing shell assessed as inconclusive additional, changed, and/or corrected data: d.10, h.3, h.6.

Event description:
Health professional reported left side rupture. Device was explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted.

Event description:
Health professional reported left side rupture. Device was explanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Health professional reported left side rupture. Device was explanted.